Event description:
The account alleges an en snare guidewire was used to retrieve a lost stent and resulted in coronary dissection requiring emergency des. Serious injury (dissection) attributed to snare retrieval. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.